Event description:
Paramedic stated the rescue squad was on a call and tested the patient's blood glucose with the squad's contour. The reading was 200mg/dl. They took the patient to the hosiptal and the blood glucose reading was 30mg/dl with the hospital meter. Further information regarding symptoms and treatment was not provided. The customer test strips are expected to be returned for evaluation.new meter and strips were sent to the customer.

Manufacturer narrative:
(B)(4)